Manufacturer narrative:
Product analysis: analysis confirmed the reported issue; both output connectors were broken. It was also noted that the hanger was broken, and three case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial connector on the external pulse generator (epg) was loose. The epg has been returned for service. There was no patient involvement.